Event description:
It was reported that at 26,772 joules of use and 5 minutes, while using the side-firing surgical fiber during a prostate procedure, the beam began to fire straight out of the fiber tip. The saline coolant was flowing properly, the fiber had plenty of extension with the "stop sign" visible and there was no tissue on the fiber tip. The physician did however, strike a stone which sent the xps laser system into standby mode. The fiber continued to shoot correctly immediately following that but eventually, the problem occurred. The tip on the broken fiber seemed to be intact with no visible change or breakage. The procedure was completed using a second surgical fiber with no further issues and no additional stones were encountered. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-441a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.